Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "separated reservoir" was confirmed as a separated coil cap. Visual examination of the unit discovered the coil cap separated from the small volume (sv) cover due to a warped condition on the covers. The reservoir, however, was found to be intact with the stressmember. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) folfusor sv2 device had separated from the stress member post before use. There is no patient injury or medical intervention reported. No additional information is available. This is report 1 of 6 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.